Event description:
Pt reported one of her lenses was very irritating, and she was unable to wear the lens. The next day, she had to seek medical treatment, from an ophthalmologist. On examination, opthalmologist revealed three small corneal ulcers in the left eye, mid-peripherally. Pt had edema and photophobia with a four line drop in visual acuity. Pt was prescribed tobradex and ciprofloxacin. Pt's visual acuity returned to 20/20 with correction. Three small scars remain at the site. Pt has not returned to contact lens wear at this time.